Event description:
Note: date of the event is unk. It was reported to boston scientific corp in 2008, that a leveen needle electrode was used during a liver ablation procedure. According to the complainant, post procedure, the pads were pulled back and the pt presented with blisters from one of the four grounding pads. The degree of burn was not determined at that time. The pads were not mfg by boston scientific. The pt's condition at the conclusion of the procedure was reported to be "ok". Add'l info reported the pt suffered 2nd degree burns resulting in both redness and blistering. The size of the burn was approx 3 to 4 cm. The pt rec'd wet to dry treatment.

Manufacturer narrative:
(No device malfunction). The complainant was unable to provide the suspect device lot number; therefore, the device MFR and exp date are unk. According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.